Event description:
Pt was set up on the stimmaster bike measured parameter of threshold, limits of stimulation; re-checked seat position, knee angle, and connection of leads. While pt was on the bike, their parent heard a clicking sound. The bike was stopped. The therapist noted swelling, increased laxity of the knee and increased patellar movement. Pt was taken to the ER.